Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels, hospitalization and delivery anomaly on the insulin pump. Customer¿s blood glucose level was 396 mg/dl. Customer treated their high blood glucose level via manual injection. Customer¿s blood glucose level was in the 200 mg/dl range during hospitalization. Troubleshooting for delivery anomaly was performed. Customer believed the insulin pump under delivered insulin which resulted in high blood glucose levels. Customer performed and passed the displacement test which proved the insulin pump worked as designed. Customer went into the emergency room on (B)(6) 2017. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. The insulin pump will not be returned for analysis.